Manufacturer narrative:
Additional device product codes: gff, gfa, hsz. (B)(4). Device not implanted or explanted, partial device remained in patient. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the initial open reduction internal fixation (orif) procedure for ankle performed on (B)(6) 2016, when drilling, the drill tip struck a previously implanted screw and broke. The small (less than 5mm) end remains in the bone. This incident did not have much effect on the remainder of the surgery. Surgery was delayed for 30 seconds as the second drill was loaded. No adverse effect. This is report 1 of 1 for (B)(4).